Manufacturer narrative:
The devcie was returned to spatz fgia inc. For analysis and an evalaution was completed. In the examiation no issue was found on the balloon. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
The balloon slipped during insertion and therefore began to inflate in the esophagus. The balloon was removed and replaced.